Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp still moved when lock was applied. The date of the event was not specified. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the incident happened during a craniotomy procedure on a 58-year-old female patient. A surgery delay of about ten (10) minutes or less was reported due to the product problem. The patient was repinned and another skull clamp was used. It was also reported that the primary pin site was bleeding and there were additional wounds to the scalp. The device was not returned for evaluation. The device history record review could not be performed since the lot number and serial number were not provided. The reported complaint was not confirmed. Root cause analysis could not be completed at the moment. Device identifier: (B)(4).

Event description:
N/a.